Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended and the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported the system had become unresponsive while in and exiting the spine software. This issue was noted outside of a procedure, and there was no patient involvement.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Analysis found that the reported event was related to an anomaly in the medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.